Event description:
It was reported that during a laparoscopic gastrtic bypass procedure, the device formed two clips and a third clip jammed while attempting to fire it on a vessel. A new device was used entirely and a new one was needed, but the scrub nurse opened the jaws of the first device that jammed and a clip ejected, so she then fired a clip outside of the patient and it was properly forming clips. The doctor had stated that prior to the start of the case how difficult this would be to complete laparoscopically due to the patient having a bmi of 60. Due to lack of mobility of the devices and difficulty to reach the bleeders due to the size of the patient, the doctor decided to open the patient. Due to the bleeding, the patient required an unknown amount of blood products during the case.additional information from the sales representative: the patient required more blood upon being sent to the ICU after the case. Unknown how much blood was lost or how much was given. Some of the bleeding was stopped by using a white reload with an endocutter, not just the clip applier.

Manufacturer narrative:
Information anticipated, but unavailable at this time. Additional information was requested.